Event description:
Patient presented to the physician with pain at the implant sites. Patient also noted that the pain was particularly present when swallowing and after meals and described it as throbbing, with increased intensity when wearing a sports bra. Physician brought the patient into the or and explanted the entire inspire system.